Event description:
During service, the baxter repair technician reported failure code 403 during service. The hosp representative stated that there were no reports of pt injury or medical intervention associated with this event.